Event description:
It was reported that the handpiece continued to run on its own while the equipment was being tested. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was problems with the gears, bearings, and the rotation pin stuck in the carriage assembly. The device was repaired and returned to the customer.